Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported circuit occlusion, ext high peak and wye sensor error alarm on the avea ventilator. The customer reported they are not sure if a patient was involved.